Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure of cut in cord was confirmed. However, the report of camera was blurry was not confirmed. Based on the results of the investigation, it is likely that most probable cause is due to a cut on the cable insulation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during maintenance the subject device had a blurry image and there was a cut in the cord. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during maintenance the subject device had a blurry image and there was a cut in the cord. There was no patient involvement.